Manufacturer narrative:
Only patient sex was provided. Patient ID, weight and ID were requested, but not provided. On (B)(6) 2017 a medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. The rep found that the site had been using exams which were not to the medtronic navigation protocol. The hospital had changed the scanning protocol and the scans we unsuitable for registration, but the surgical team proceeded with them. Hospital has been advised of the proper imaging protocol.

Event description:
During a functional endoscopic sinus surgery it was reported that the 3d model was suboptimal, the tracer registration passed, but navigation was allegedly inaccurate at accuracy check. The surgeon chose to abort navigation and proceed without. A delay of less than an hour occurred due to this issue. The patient had a csf leak. The patient required a second surgery in order to patch the csf leak. The leak was successfully patched and there was no further impact to the patient.

Manufacturer narrative:
Correction: device serial number provided. Initial MDR also stated ID twice in the narrative as not provided which should have read ID, weight, and age. Additional information: patient information was refused to be provided by a theatre sister at the hospital.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue as the scan used in the procedure was not to protocol and that the tracer registration performed was not optimal. The software functioned as designed.